Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, the side port detached. The device was replaced, and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
The farawave catheter has been received at boston scientific. During product analysis the strain relief was detached from the luer. The manufacturing deficiency conclusion code was selected for the finding of strain relief/luer detachment, which is assumed to be the reason for the reported allegation.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. During the procedure, the side port detached. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.